Manufacturer narrative:
This problem was subject to a product recall. As part of the recall, replacement parts were shipped to the customer for this item, but the customer did not complete the replacement.

Event description:
It was reported that buckle on the body support of the rifton tram unexpectedly released and the client fell out. The client was not hurt.